Event description:
The device was returned to the MFR for repair. During the repair, it was reported that the handpiece had a sticky trigger. There were no adverse consequences associated with this event.

Manufacturer narrative:
The handpiece has been received at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, the asic pins were corroded. The trigger assembly was causing the trigger to stick. These components were all replaced and the device was returned to the customer.